Event description:
It was reported that the patient presented with pacemaker erosion through the pocket and infection. A transesophageal echocardiogram revealed tricuspid valve regurgitation, cardiac perforation, and pericardial effusion caused by the implanted leads. During the system removal procedure, fluoroscopy confirmed dislodgement of both the right atrial (ra) and right ventricular (rv) leads. The pacemaker, ra lead, rv lead, and a previously capped rv lead were explanted on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The reported event was infection. Final analysis didn¿t find any anomalies. The cause of infection could not be traced to the device.